Manufacturer narrative:
Additional information received reported that during deployment of the suprarenal stent, it was not known if the suprarenal stents were apposed to the aortic wall completely with no entanglement. However, immediately afterwards the delivery system seemed to move without restriction. The delivery system was removed forcefully without carefully being observed under fluoroscopy. Film evaluation summary: the exact cause of the delivery system removal difficulties could not be determined from the returned pre-implant CT¿s and single returned non-contrast angiogram during implant. Complete angiograms during implant were not available for return, including images during deployment of the bifurcate and removal of the delivery system. CT¿s post-implant were also not returned. A review of the pre-implant CT¿s revealed that it is possible that anatomical factors contributed to the removal difficulties and suprarenal stent entanglement. Removal of the delivery system within a neck anatomy that was highly angulated (infrarenal and suprarenal), and also contained irregular-shaped thrombus and associated reduced flow lumen, may have been contributing factor to the delivery system becoming caught on the suprarenal stents during removal. Although the implanted location of the bifurcate within the proximal neck could not be confirmed from the non-contrast angiogram returned, it is also possible that stent graft oversizing with placement of a 32mm bifurcate within the 18mm aortic neck may have been a potential contributor. This event may have also been caused by a procedural/user issue; it was reported that the physician forcefully removed the delivery system without careful observation via fluoroscopy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis summary: the exact cause of the delivery system removal difficulties could not be determined from the returned drawing and single film. CT¿s prior to implant were not provided and a complete assessment of the patient¿s anatomy could not be performed. Complete angiograms during implant were not available for return, including images during deployment of the bifurcate and removal of the delivery system; therefore, the reported events could not be assessed. CT¿s post-implant were also not returned. Review of a pre-implant anatomical drawing of the patient¿s abdominal aorta revealed that the proximal neck was exceptionally angulated; off-label use. The infrarenal neck angulation measured ~105 deg rt-lt from the upper left renal artery to the top of the aaa sac, and was ~60 deg rt-lt when measured from the lower left renal artery to the distal aorta. The suprarenal neck was also angulated ~55deg lt-rt, and the amount of any possible neck angulation in the a-p axis could not be determined. The neck diameter just below the upper left renal measured 27mm, and ~20mm lower near the level of the lowest left renal (which is the reported deployed position) the neck narrowed to 18mm. Thrombus was also noted within the aortic anatomy. A single still angiogram during implant was returned. The film revealed that the endurant ii bifurcate had been deployed into the angulated neck. The films were non-contrast with no visible scale; therefore, no assessment of any endoleak or stent graft/vessel patency could be performed, the implanted position of the bifurcate relative to the renal arteries is unknown, and no stent graft or vessel measurements could be performed. The bifurcate aortic body was acutely angulated at the mid-length ~70 deg rt-lt near covered stent ring #2 <(><<)>(><(>&<)><(><<)>)> 3, and at the angulation location the stent graft also appeared severely narrowed in diameter. In addition, at least two of the adjacent suprarenal stents near the stent graft center-line (unclear if anterior or posterior side) appeared to have been entangled at their proximal apex. The four (4) proximal stent graft markers were also clearly not co-planer, which was a likely result of the entanglement and high neck angulation. A catheter was observed within the stent graft from the ipsi limb to above the suprarenal stents, and it is possible that the catheter may have coursed between the base of the entangled stents. From the current information provided it is possible that anatomical factors may have contributed to the suprarenal stent entanglement. High neck angulation (infrarenal and suprarenal) and thrombus all may have been factors. It is also possible that stent graft oversizing, placement of a 32mm bifurcate within the 18mm aortic neck (at the level of the lowest left renal) may have also been a contributor. This also may have been caused by a procedural/user issue. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. During the index procedure, it was reported that while trying to remove the delivery system for the bifurcated stent graft from the patient the distal tip became entangled on the suprarenal stent of the stent graft. A number of unsuccessful attempts were carried out using a reliant balloon, a pta balloon, a dilator and snare to try and release the delivery system. As procedure time was extended the physician was concerned as the patient became hemodynamically unstable and the lower extremities appeared to demonstrate ischemic changes. Finally, the procedure was converted to a laparotomy. The aorta was exposed and the aortic region of the stent graft was pushed by hand under fluoroscopy, but the suprarenal stent was still stuck without resolution. The suprarenal stent was then clamped, a part of the suprarenal stent was cut and a part of the anchor pin was removed while leaving the bifurcate implanted. It was then possible to remove the delivery system and it was confirmed that the tip was successfully recaptured well above the suprarenal stents, stayed captured during removal and the back end wheel was also returned to its original position. The delivery system of the main body was removed from the left femoral artery, and the stent graft limb etlw1620c124 ej was additionally deployed on the ipsilateral side. The reliant balloon was inserted from both sides and touch up was performed. Angiography revealed type ii endoleak only, the procedure was completed, and the incision was closed. As per the physician, the cause of the event was due to user error, it was noted that the delivery system should have been removed more carefully. It was reported the patient subsequently expired 3 days post index procedure. The cause of death is undermined but suspected to be related to hemodynamic instability and the lower extremity ischemia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.